Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, a cause for the reported unintended movement (clip opened while establishing final arm angle) and clip jumping open could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure the mitraclip opened during pre-deployment establish final arm angle (effa). The angle of the mitraclip was approximately 20 degrees prior to the clip opening continuously to 90 degrees. The clip initially continuously opened to 60 degrees before jumping to a greater angle, while positive arm positioner knob was utilized. Troubleshooting was performed unsuccessfully. The clip was set aside and another mitraclip was selected for the procedure. The procedure continued successfully, and the final mr was grade <1. There were no reported adverse patient effects and no clinically significant delay.